Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that a full thickness graft was taken instead of an intended split thickness graft. The blade was confirmed to have been installed correctly and depth gauge was set at 012 inch. This caused a 5 minute delay in procedure while an alternate device was retrieved. No further patient consequences have been reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated. It was reported that a full thickness graft was taken instead of the intended split thickness graft. The customer returned a dermatome an device for evaluation. The customer also returned a hose, screwdriver, sterilization case and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. When reviewing the DHR for this device it was noted that machine heads from the supplier, criterion, were used to build the devices on this lot. Through investigation it was determined that the chamfer on the width plate screw feature from this supplier was not sufficient enough to allow the width plate to be properly seated. A stock investigation was performed and the effected components have been quarantined and all effected product will be subsequently reworked. Zimmer biomet surgical has not previously repaired/evaluated dermatome as documented in the repair reports. Initial qa inspection of the dermatome an on (B)(6) 2018 revealed that the control bar was below the master blade. The torque on the thickness control lever was below specifications. When the width plate was applied and tightened down with the width plate screw, it did not secure the width plate. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications. Repair of the dermatome an has not yet been performed by zimmer biomet surgical. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was below the master blade. If the control bar is low, the blade will overhang and become the first point of contact of the device. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was below the master blade. If the control bar is low, the blade will overhang and become the first point of contact of the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.